Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge detection notifications occurred during the load process. The user's blood glucose level was 125 mg/dl. The user successfully completed the load sequence while troubleshooting with tandem's technical support.